Manufacturer narrative:
(B)(4). The antibiotic was intraperitoneal (ip) ancef daily not anceg. (B)(4). The patient was not retrained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was described as poor hand washing. The patient was hospitalized for the reported event on the same day. The patient was treated with bactrim (orally, once) and anceg (intraperitoneally (ip), daily). The pd therapy was ongoing. Six days later, the patient was released from the hospital. It was reported that the patient was recovering. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.